Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the intracranial percutaneous transluminal balloon angioplasty (pta) procedure the subject balloon catheter could not be inflated at the target site and the pressure of the indeflator also dropped immediately after pressurization. The subject balloon was removed from the patient and it was found that the contrast agent was leaking from the junction right before the balloon. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the (device history report) DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. As per additional information provided, no damage was noted to the packaging prior to opening the packaging and the device was prepared as per dfu for this product. The device was confirmed to be in good condition during preparation / prior to use on the patient. Continuous flush was set up and maintained, and the patient¿s anatomy was described as 'very meandering'. It was reported that the issue 'occurred during the intracranial pta (percutaneous transluminal balloon angioplasty) procedure. After preparation, although an attempt was made to perform the pta at the target site, the balloon could not be inflated. The pressure of the indeflator also dropped immediately after pressurization. Suspecting a leak of contrast medium, the subject device was removed and tested outside the patient¿s body. It was found that the contrast agent was leaking from right before the balloon part (junction part). The subject device was replaced with a new one, and the procedure was completed successfully. Note: during the follow-up it was asked if the device was inflated over nominal pressure or excessive pressure used? This was answered 'yes' but no further information is available. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the intracranial percutaneous transluminal balloon angioplasty (pta) procedure the subject balloon catheter could not be inflated at the target site and the pressure of the indeflator also dropped immediately after pressurization. The subject balloon was removed from the patient and it was found that the contrast agent was leaking from the junction right before the balloon. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.